Event description:
The hosp staff attended to a pt who had coded. The defibrillator allegedly failed to charge using the disposable defibrillation electrodes. A backup device of the same model was made available. The defibrillation cable was attached to the backup device and again, the defibrillator allegedly failed to charge (reference report #3015876-2000-00421). A third device was made available and used with standard external paddles to successfully administer countershocks to the pt. The pt was resuscitated.